Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Even though the failure reported was for dislocation and not for a possible implant defect a review of the manufacturing documentation and sterilization documentation for the devices in question was performed. It revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2022. The original surgery is dated (B)(6) 2022. The reason for revision is reported dislocation. During the surgery, original femoral head and modular neck with bolt were replaced for new components.